Manufacturer narrative:
The investigation determined that two non-reproducible vitros phyt results were obtained from a vitros qc fluid run on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, vitros phyt precision testing using two vitros phyt slide lots was outside acceptable guidelines. An ocd field engineer performed service actions to several analyzer subsystems to return the vitros 5600 to expected performance. Following these action, acceptable vitros phyt precision was observed. There was no evidence to suggest that a reagent related issue contributed to the event. The investigation determined that the assignable cause of this event was instrument related.

Event description:
The customer obtained two non-reproducible phyt quality control results using a vitros 5600 integrated system: vitros qc level iii= 20.33 and 34.47 ug/ml versus expected 27.55 ug/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected and no allegation of patient harm as a cause of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).